Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on december 01, 2016. Registration number 3009092818 exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient was placed under general anesthesia and underwent skin revision surgery (date not reported) during an abutment change.